Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for color variation with the incident lot was not observed. Bd does not make any claims that hemoguard shields will be the same shade. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the color intensity of the caps varied on an unspecified number of tubes. This led to an error with the automated tube preparation system. There was no report of patient impact.